Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2013, the reporter contacted animas and alleged that her daughter's blood glucose (bg) has been being high during the night, between 300 mg/dl -"hi", with nausea and vomiting, and that the health care provider (hcp) said to call and get a new pump. Mother hung up before further troubleshooting could be completed. Customer technical support (cts) made multiple unsuccessful follow-up attempts. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia related to an unspecified pump malfunction.